Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and genital haemorrhage ("abdominal bleeding/ excessive bleeding") in an adult female patient who had essure (batch no. A36511) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and vulvovaginal pain ("vaginal pain"). In 2015, the patient experienced rash papular ("red bumpy rash") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient underwent gallbladder operation ("gallbladder surgery"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), rash ("rashes"), allergy to metals ("potential nickel allergy"), anxiety ("anxious"), depression ("depressed") and menstrual disorder ("abnormal periods"). The patient was treated with hydrocortisone (cortizone) and surgery (partial hysterectomy and bilateral salpingectomy with removal of the essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, allergy to metals, anxiety, depression, vaginal haemorrhage, menorrhagia, dysmenorrhoea, gallbladder operation, dyspareunia, vulvovaginal pain and menstrual disorder outcome was unknown, the vaginal discharge was resolving and the rash and rash papular had resolved. The reporter considered abdominal pain, allergy to metals, anxiety, depression, dysmenorrhoea, dyspareunia, gallbladder operation, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, rash, rash papular, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: because of the requirement to undergo a partial hysterectomy and bilateral salpingectomy with removal of the essure devices she has been left with serious injuries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. 5 trailing coils were noted in the patients right fallopian tube and 3 in the patients left fallopian tube. The hysteroscope was removed. The patient tolerated it well. Most recent follow-up information incorporated above includes: on 16-apr-2018: plaintiff fact sheet- lot number and events vaginal hemorrhage, menorrhagia, rash popular, dysmenorrhea, gallbladder operation, dyspareunia, vulvovaginal pain and menstrual disorder were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain"), genital haemorrhage ("abdominal bleeding/ excessive bleeding") and gallbladder operation ("gallbladder surgery") in a 30-year-old female patient who had essure (batch no. A36511) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and vulvovaginal pain ("vaginal pain"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2015, the patient experienced rash papular ("red bumpy rash"). In (B)(6) 2016, the patient underwent gallbladder operation (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), rash ("rashes"), allergy to metals ("potential nickel allergy"), anxiety ("anxious"), depression ("depressed") and menstrual disorder ("abnormal periods"). The patient was treated with hydrocortisone (cortizone) and surgery (partial hysterectomy and bilateral salpingectomy with removal of the essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, allergy to metals, anxiety, depression, vaginal haemorrhage, menorrhagia, dysmenorrhoea, gallbladder operation, dyspareunia, vulvovaginal pain and menstrual disorder outcome was unknown, the vaginal discharge was resolving and the rash and rash papular had resolved. The reporter considered abdominal pain, allergy to metals, anxiety, depression, dysmenorrhoea, dyspareunia, gallbladder operation, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, rash, rash papular, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: because of the requirement to undergo a partial hysterectomy and bilateral salpingectomy with removal of the essure devices she has been left with serious injuries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion 5 trailing coils were noted in the patients right fallopian tube and 3 in the patients left fallopian tube. The hysteroscope was removed. The patient tolerated it well. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc(product technical complaint) incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abdominal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6), the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vaginal discharge ("vaginal discharge"), rash ("rashes"), allergy to metals ("potential nickel allergy"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (partial hysterectomy and bilateral salpingectomy with removal of the essure devices). Essure was removed in (B)(6). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vaginal discharge, rash, allergy to metals, anxiety and depression outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, depression, genital haemorrhage, pelvic pain, rash and vaginal discharge to be related to essure. The reporter commented: because of the requirement to undergo a partial hysterectomy and bilateral salpingectomy with removal of the essure devices she has been left with serious injuries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed proper placement and full occlusion. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.